Manufacturer narrative:
Pump received with motor error alarm during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify the operating currents or force system sensor due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcdwindow, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, broken belt clip slot, and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl. The customer treated with insulin. Customer indicated that the drive support cap was sticking out and not recessed into the unit. Troubleshooting also found that the pump alarmed compromised force system sensor and insulin squirted out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.